Manufacturer narrative:
A gfe was received which clarified there was no malfunction of the ac power module. The ac power module was only being stated as not sent in with the defibrillator when the defibrillator was sent to the repair bench to perform routine calibration.

Event description:
A gfe was received which clarified there was no malfunction of the ac power module. The paddles ac power module was only being stated as not sent in with the defibrillator when the defibrillator was sent to the repair bench to perform routine calibration.

Event description:
It was reported the ac power module was faulty. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.